Event description:
Prof. Dr (B)(6) reported to sales rep (B)(4) a rod breakage. He further reported that the revision surgery takes place on (B)(6) 2012. Prof. (B)(6) would like to know if stryker has changed supplier for steel used to MFR the rods.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.